Manufacturer narrative:
Investigation results: the visual inspection revealed that the cold jaw boot coating at the tip was detaching, but still connected to the boot, and the bare metal was showing. Upon repositioning the piece, a portion of the bare metal was still showing where the reported piece chipped off. No adhesive was present on the exposed jaw boot. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, a piece of the hemopro silicon jaw tip chipped off into the patient's body. The part was retrieved through the initial incision. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.